Event description:
Implant placed 5/31/97 (same surgery as 97-97-789) in the mandible. Bone quality felt solid, with no complications during surgery. 1 week post-op, wound appeared stable, no discomfort. 7/2/97, patient reported, swelling. Exam's showed suppuration, mobility and excessive bone loss. Implant was removed. One person affected.